Event description:
Pharmacy tech was able to over-ride computer system passcode protection enabling him to remove controlled medications by changing their status. Mckesson unaware of this potential, advised of same in 2008. Employee terminated for drug diversion.